Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Event description:
The customer reported to baxter (B)(4) and issue with the interlink i.v. Catheter ext set/male ll adapter, in which, the extension sets disconnect while connected to the patient. No injury or adverse event is reported. It is unknown at this time if a sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.